Event description:
It was reported that a patient possibly experienced peritonitis coincident with peritoneal dialysis therapy. The event was manifested by red effluent, abdominal pain and fever. The cause of the event is unknown. The patient was not hospitalized for this event. Treatment for this event was not reported. Action taken with therapy was not reported. It was not reported if the patient recovered from this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.